Event description:
The reporter stated the surgeon attempted to insert a cc4204a collamer aspheric single piece lens but the lens became stuck in the injector. The injector touched the pt's eye but there was no contact with the lens.

Manufacturer narrative:
(B)(4). Eval codes, method: lens work order search. Results: a lens work order search was performed and no similar complaint was found within the work order. (B)(4).